Event description:
The manufacturer received information alleging black partical related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black partical related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The external investigation showed that there were signs of contamination on the rear panel under the iso port. The internal investigation showed that there were signs of contamination on the rear panel, blower fan enclosure and inlet port. There were no signs of sound abatement foam degradation in the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found [e-53 (err comp log sem timeout)]. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.